Manufacturer narrative:
(B)(4).

Event description:
The nurse stated that they obtained questionable results on capillary blood samples for one patient using two coaguchek xs meters, serial numbers (B)(6) and up0914600 and two strip vials. The nurse was uncertain which results were obtained on which meter or strip vial. The strip vials were from the same lot. At approximately 8:30 am, the fingerstick sample was tested on the first meter with a result of 2.4 inr. At "around lunchtime" (less than 7 hours later), a fingerstick sample was tested on a second meter with a result of 4.2 inr. On (B)(6) 2017, a venous sample was tested on the first meter with a result of 6.2 inr. The patient was then admitted to the hospital. They tried to test the patient two more times on the same meter, but received unspecified error messages. There was no allegation that an adverse event occurred. No treatment was provided to the patient due to the meter results. The patient's current condition was requested but not provided. The patient's testing frequency and therapeutic range were not provided. Information on the patient's medications was not provided. It was unknown whether the patient is anemic, has hematocrit issues or antiphospholipid antibodies, or taking heparin or direct thrombin inhibitors. Both meters and both vials of strips were requested to be returned for investigation. Replacement was sent. The customer returned both meters. The strip vials were not returned. The returned meters were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.5 inr, hct: 38%. Donor #1 results (meter up0724871): master lot strip and retention meter: 2.5 inr . Master lot strip and customer meter: 2.4 inr. Donor #1 results (meter up0914600): master lot strip and retention meter: 2.5 inr. Master lot strip and customer meter: 2.4 inr. Donor #2 inr: 2.8 inr, hct: 44%. Donor #2 results (meter up0724871): master lot strip and retention meter: 2.8 inr . Master lot strip and customer meter: 2.8 inr. Donor #2 results (meter up0914600): master lot strip and retention meter: 2.8 inr.. Master lot strip and customer meter: 2.7 inr . Relevant retention test strips (lot 186865-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification. No error messages occurred. The returned material and retention material met specifications. No information was provided to identify a cause for the discrepant results.